Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure preformed on (B)(6) 2017. According to the complainant, during the procedure, the balloon burst when it was inflated at 18atm. No pieces of the balloon were detached inside of the patient. The procedure was completed with an amplatz renal dilator device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned the nephromax balloon showed a longitudinal tear on the balloon material, with a 20 atm rate of burst pressure, and a kink on the catheter shaft. No issues noted to the markerband. Based on the product analysis report, no issues that could have contributed to the complaint incident. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. There was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure preformed on (B)(6) 2017. According to the complainant, during the procedure, the balloon burst when it was inflated at 18 atm. No pieces of the balloon were detached inside of the patient. The procedure was completed with a amplatz renal dilator device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on 04jul2017. There was no stenosis, tortuosity or calcification in the anatomy.